Event description:
It was reported that the patient had an infection. The physician does not believe that the infection was device related. All device components were explanted and were discarded by the medical facility. The patient was fully recovered.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 31173639.